Event description:
Primary right total knee arthroplasty performed in 1995. Due to patient discomfort and activity observed on MRI, revision was performed on event date, finding tibial base plate fractured at taper junction.